Event description:
It was reported "pump is giving insulin cartridge fill errors and alerts". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.